Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Reportedly, customer was at school when malfunction happened so didn't address the bg level. Customer continued to use the pump for insulin therapy.